Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain within a few days after having the essure device implanted") and abdominal pain ("severe abdominal pain within a few days after having the essure device implanted") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. In (B)(6) 2015, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and abdominal pain (serious criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced procedural pain ("painful post operative recovery"). The patient was treated with surgery (bilateral salpingectomy to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain and procedural pain had resolved. The reporter considered pelvic pain, abdominal pain and procedural pain to be related to essure. The reporter did not wish any further contact with the company. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had severe abdominal and pelvic pain within a few days. She underwent bilateral salpingectomy to remove essure, one month after insertion. The pain resolved. These events are anticipated in the reference safety information for essure. Abdominal/pelvic pain is highly prevalent in women and may have multiple causes. This legal case was reported with limited information. Considering the nature of the reported events, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvis pain (bad pain, every day)/ severe pelvic pain within a few days after having the essure device implanted / continuous 8/10 stabbing pain since placement of essure coils / pain since placement of essure coils/ pain"), abdominal pain ("severe abdominal pain within a few days after having the essure device implanted") and deep vein thrombosis postoperative ("blood or heart disorder/ condition - type: post operative blood clot following essure removal/ type: dvt.") In a (B)(6) year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6)), preterm labor, induced abortion, colonoscopy, (B)(6) infection in 2012, delayed menarche ((B)(6)), multigravida, malignant neoplasm nos and parity 2. Previously administered products included for ulcerative colitis: lialda from 2012 to (B)(6) 2018; for contraception: portia bcp from 2005 to 2010. Concurrent conditions included obesity, social alcohol drinker and nonsmoker. Family history included alzheimer's disease (grandfather (maternal) and grandmother (paternal)), cirrhosis liver (father), type ii diabetes mellitus ((grandfather (maternal)) and hypertension (father). Concomitant products included lorazepam (ativan). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced deep vein thrombosis postoperative (seriousness criterion medically significant). On an unknown date, the patient experienced procedural pain ("painful post operative recovery"), abdominal pain lower ("low abdomen pain (bad pain, every day)"), depression ("depression") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with enoxaparin sodium (lovenox), rivaroxaban (xarelto), surgery (bilateral salpingectomy and laparoscopy) and surgery (bilateral salpingectomy and laparoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and procedural pain had resolved and the deep vein thrombosis postoperative, abdominal pain lower, depression and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, deep vein thrombosis postoperative, depression, investigation noncompliance, pelvic pain and procedural pain to be related to essure. The reporter commented: essure coils consists of four undersigned segments of fallopian tube. Two of which are fimbriated and two detached coiled metallic intratubal devices consistent with essure micro-inserts. One fimbriated segment of fallopian tube is arbitrarily marked with blue ink together with one fallopian tube stump. The number of expanded coils that appeared trailing into the uterine cavity were 3 on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Pregnancy test urine - on an unknown date: negative, smear cervix - on (B)(6) 2015: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvis pain(bad pain, every day)/ severe pelvic pain within a few days after having the essure device implanted / continuous 8/10 stabbing pain since placement of essure coils /pain since placement of essure coils/pain"), abdominal pain ("severe abdominal pain within a few days after having the essure device implanted") and deep vein thrombosis ("blood or heart disorder/condition - type:post operative blood clot following essure removal/type:dvt.") In a (B)(6) year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1993) and (B)(6) 1995), preterm labor, induced abortion, colonoscopy, (B)(6) infection in 2012, delayed menarche (12), multigravida, malignant neoplasm nos and parity 2. Previously administered products included for ulceratice colitis: lialda from 2012 to (B)(6) 2018; for contraception: portia bcp from 2005 to 2010. Concurrent conditions included obesity, social alcohol drinker and nonsmoker. Family history included alzheimer's disease (grandfather( maternal) and grandmother (paternal)), cirrhosis liver (father), type ii diabetes mellitus ((grandfather( maternal)) and hypertension (father). Concomitant products included lorazepam (ativan). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced deep vein thrombosis (seriousness criterion medically significant), procedural pain ("painful post operative recovery"), abdominal pain lower ("low abdomen pain (bad pain, every day)"), depression ("depression") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with enoxaparin sodium (lovenox), rivaroxaban (xarelto), surgery (bilateral salpingectomy and laparoscopy) . Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and procedural pain had resolved and the deep vein thrombosis, abdominal pain lower, depression and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, deep vein thrombosis, depression, investigation noncompliance, pelvic pain and procedural pain to be related to essure. The reporter commented: essure coils consists of four undersigned segments of fallopian tube. Two of which are fimbriated and two detached coiled metallic intratubal devices consistent with essure micro-inserts. One fimbriated segment of fallopian tube is arbitrarily marked with blue ink together with one fallopian tube stump. The number of expanded coils that appeared trailing into the uterine cavity were 3 on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Pregnancy test urine - on an unknown date: negative. Smear cervix - on (B)(6) 2015: normal. Most recent follow-up information incorporated above includes: on 2-feb-2018: follow up from pfs & m.r.- new events ¿dvt, post operative blood clot following essure removal, low abdomen pain (bad pain, every day), depression, did not undergo an essure confirmation test" were added. Lot number was added. New reporter were added. Historical and concomitant conditions and treatment medication were added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and had severe abdominal and pelvic pain within a few days. She underwent bilateral salpingectomy to remove essure, one month after insertion. The pain resolved. These events are anticipated in the reference safety information for essure. Abdominal/pelvic pain is highly prevalent in women and may have multiple causes. This legal case was reported with limited information. Considering the nature of the reported events, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.